Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and the patient went into atrial fibrillation. The patient was cardioverted and a bedside echocardiogram was performed. The pump showed a little deep so staff pulled it back some. Support continued until weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the high purge pressure and the atrial fibrillation has been completed. The data logs were evaluated and "high purge pressure" and "purge system blocked" alarms were confirmed. The logs showed no motor current spikes outside p-level changes. The logs showed a gradual rise in purge pressure till high purge pressure alarm was triggered. Clinical information mentioned that tissue plasminogen activator (tpa) was administered and the logs aligned and showed that purge pressure returned to normal values. The returned product was inspected and there were no physical abnormalities. The pump was run in the lab and high purge pressure did not reproduce. The root cause of the high purge pressure was determined to be biomaterial. The root cause of the atrial fibrillation could not be determined without additional information. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ b.1 product problem was added since the initial manufacturer device report number 1220648-2025-25389 was submitted due to additional information received. B.5 additional information was received. D.9 device return date/information was added. H.6 additional codes were added due to additional information received. H.10 additional instruction for use were added due to additional information received.

Event description:
It was further reported that the pump encountered purge pressure high alarms followed by purge system blocked alarm. All troubleshooting was performed and the cassette was changed with no resolution. Tissue plasminogen activator was initiated for purge fluid and there was intermittent resolution of alarms throughout the morning. Full resolution occurred and the purge was switched back to bicarbonate.